Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a balloon rupture occurred. The 90% stenosed de novo lesion was located in a non-calcified and moderately tortuous left anterior descending artery. An unknown taxus liberte' stent was deployed in the lesion. A 2.5x15mm quantum maverick balloon was advanced to the stent to post-dilate at 10 atms. On the first inflation, the balloon ruptured. The procedure was completed with another balloon. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
(B)(6). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).